Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5568-53 lead implanted: 2006-(B)(6). (B)(4)

Event description:
It was reported by the patient that they had went to the emergency department and they were concerned something was wrong with their implantable pulse generator (ipg). The patient also reported they thought their "wire had vegetated" and was "contaminated." Attempts for additional information were unsuccessful. The implantable pulse generator (ipg) system remains active and implanted. No patient complications have been reported as a result of this event.